Event description:
A customer reported their act 5diff cp instrument gave wbc vote outs (non-numeric instrument generated flags) and noticed debris in the rinse reagent after one week of use. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse observed debris in the rinse reagent (cleaning agent) bottle so he decontaminated (bleached / flushed) the wbc, rinse, and fix reagent pathways. He also replaced all reagent pickup tubing and installed a new bottle of rinse reagent to resolve the contamination issue. The fse also replaced a functional but sluggish solenoid valve -vl11 (controls input/output of wbc lyse syringe) to resolve the wbc vote outs. (B)(4).